Event description:
Event: (cc# 98-01248) the doctor had difficulty insertine the sheathless iab into the patient on 9/10/98 at 7:45 p.m. The iab was removed and a second iab was iab was with a sheath. The iab was not returned to datascope for evaluation. On 10/26/98, datascope was notified that the patient went on to expire on 9/19/98 at 12:00 p.m. The patient's death was not a direct consequence of the iab or iab therapy. [Event complications]: none from the event - reported 9/24/98. [Patient's current status]: expired-rpt'd 10/26/98.